Event description:
It was reported that a transtelephonic monitoring check revealed no magnet response. The patient presented in clinic, and interrogation found the pulse generator in bvvi. The elective replacement indicator (eri) byte indicated that the device was not at eri. Multiple attempts were made to download the device, but all failed. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.